Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip procedure was aborted with mitral regurgitation remaining at grade 4. The patient will be worked up for deep vein thrombus, clotting disorder, etc to identify a possible cause for the recurrent mass. No additional information was provided. The customer reported the sgc was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the suspected tissue damage and thrombus that required intervention (aspiration) during the procedure. It was reported that the mitraclip steerable guide catheter (sgc) was prepared according to the instructions for use (IFU) and was advanced to the right atrium without issues. The knob was turned back to neutral for transseptal access. When the dilator crossed the septum with the echogenic coils visible in the left atrium, a flickering mass was seen on the echocardiogram. The sgc itself did not cross the septum at this point. The dilator was retracted back to the right atrium and the mass was seen attached to the non-abbott guide wire. Activated clotting time (act) was at a therapeutic level when the sgc was inserted. The dilator was removed out of the patient. The mass was aspirated into the sgc and the sgc was removed. The sgc was flushed out completely. The patient was checked for any residual mass via the echocardiogram and there was no evidence of residual mass. Act (activated clotting time) was still therapeutic. The same sgc (steerable guide catheter) was re-inserted into the anatomy and advanced to the right atrium. Mass was seen again and began to enlarge over time. It was thought that the mass came from the vein and was being pushed up during advancement of the sgc. It may have been endothelial tissue from the vein that began to attract clot once in the right atrium. The mass looked fibrous. Attempt was made to aspirate it out again, but it would not come out. All devices were removed from the patient, but the mass remained in the right atrium. The mass did not cross into the left atrium.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the steerable guide catheter (sgc) and the device was not returned. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation concluded that the reported patient effects of tissue damage and thrombosis were related to patient morphology and are listed in the mitraclip system instructions for use, as known possible complications associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.